Manufacturer narrative:
The customer declined service and no additional information regarding the resolution for the reported issue was available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a speaker fault. A speaker malfunction inop was displayed on the intellivue mp2 monitor and there was no sound coming from the device. No death or patient injury or harm was reported.